Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the patient presented with a fractured screw. The screw was removed. No injury to the patient. Tooth location #18.

Manufacturer narrative:
This report is being submitted to report corrected information. Previous report stated that: a1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. This is incorrect and the patient identifier as well as the age was indeed reported in the previous submission. The following sections are being reported: h10: additional narratives/data.

Event description:
No additional or corrected information to report.